Manufacturer narrative:
Evaluation is in progress.

Event description:
The user facility reported that the device overheated during a procedure. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences.

Manufacturer narrative:
Added information from investigation.

Event description:
The user facility reported that the device overheated during a procedure. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences.